Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The clinic reported that a laser vision correction patient had surgery on (B)(6) 2016 and presented on (B)(6) 2016 with red right eye with infection/inflammation and transient light sensitivity syndrome (tlss). There was no discharge, anterior chamber quiet and deep, uncorrected visual acuity 20/20 for both eyes (right, left and both). The topical steroid dosage was increased. Cyclopleged patient and restarted topical steroid taper. Patient is to return to center in a week. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of right eye been very red and tlss. Patient symptoms are not interfering with daily activities. Bcva from (B)(6) 2016: right eye pre-op 20/20 -4.00 x -1.00 x 103. Left eye pre-op 20/20 -4.25 x -.75 x 47.